Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately seven years and eleven months post filter deployment, computed tomography revealed that the filter was normally oriented along the long axis of the inferior vena cava and the upper tip was situated less than 1 cm below the confluence of the right renal vein and inferior vena cava. Of the six outer metallic struts, the anterior strut was not identified and could be detached or broken. All the five remaining struts projected along the surface of the inferior vena cava wall. The six in the wires all were projected beyond the confines of the inferior vena cava wall by up to 5 mm distally. The anterior wire was located in close proximity to the transverse duodenum. A small focus of high density near the upper intraventricular septum was not well characterized and nonspecific. This could be represented postoperative change, but displaced fragment of the filter was not completely excluded. Therefore, the investigation is confirmed for perforation of the inferior vena cava (ivc) and filter limb detachment. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 11/2012).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis and pulmonary embolism. Approximately seven years and eleven months, post filter deployment, it was alleged that the filter detached and struts perforated. A detached filter limb migrated to the upper intraventricular septum in heart. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.